Manufacturer narrative:
Event date: (B)(6) 2014; if implanted, give date: (B)(6) 1995. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported by the patient via mw5061921 that the filter was broken in 1995 an ivc filter was placed. In 2012, the patient began needing mysterious whole blood transfusions du to the fact the patient was on long term blood thinner for prothrombo time 3 defected gene, resulting in 34 deep vein thrombosis (dvt) in the left thigh, 5 ischemic arterial strokes, 2 left lung embolisms. The physicians were not able to locate the lost blood and " all assumed said filter was bleeding". In (B)(6) 2014, the patient began having severe chest pain upon inhale. The hospital did a CT scan. Found filter to be broken and 6 legs penetrating vena cava. One foot had broken away from the device and had migrated to nearby tissue. In (B)(6) 2015, the patient wad diagnosed with acute myloid leukemia. The filter was removed with a laser. The patient is not able to continue with chemotherapy and is unable to get a bone marrow transplant. The patient is current in remission and receiving platelet and whole blood transfusions. The patient's outlook is grim.